Manufacturer narrative:
As reported, opened sterile foil packaging and the foil were compromised of a ventralight st w/echo. The sample was not returned, however a photo was provided. The image provided shows the identifying label on an inner sterile foil pouch for a ventralight st w/echo. There are no holes/tears present in the photo provided and the entire pouch is not visible. Based on the information provided and without having the physical sample available for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, opened sterile foil packaging and the foil were compromised of a ventralight st w/echo mesh. There was no reported patient involvement.